Event description:
Later, information was received indicating that the high impedance for this patient was resolved. The manufacturer did not receive an reports of surgical intervention taken to address this issue.

Event description:
Later, per follow-up with the sales representative, it was determined that the patient did not undergo any surgical intervention on their current devices prior to the replacement of their generator on (B)(6) 2025. It is believed that that high impedance resolved spontaneously (indicating there could be a positional fracture present). The generator was noted to be discarded by the hospital. No other relevant information has been received to date.

Event description:
It was reported that patient presented in clinic with high impedance. X-rays were taken in which no commentary has been made by a physician to date regarding the x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any"defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.